Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that keyboard was not work. The field service engineer fse found that no keys on the keyboard were working. Fse moved the usb connection to a different port then checked device manager for phantom devices and deleted any unused entries. The system functioned as intended after the field service engineer fse resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to type anything on keyboard, and it was malfunctioning, which located on ptrauma. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.